Event description:
It was reported by the patient's family member that the patient is very short of breath and had been hospitalized for congestive heart failure. It was indicated the patient had been given an antibiotic and the device had not been tested. It was also reported the patient's heart is racing. It was questioned if the device could be causing the shortness of breath. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.